Event description:
Pt's blood glucose was tested, using the suspect device, with a result of 315 mg/dl. Within 10 minutes, pt's blood glucose was reportedly retested, on a physican's blood glucose monitor, with a result of 122 mg/dl. Reporter indicated that no action was taken based on the device results. No pt injury was rpeorted and no treatment was recieved. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.